Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had read about ¿my stim¿ and was inquiring about an upgrade of the patient programmer. It was reported that there was not anything wrong with the programmer, there was no physical damage to the programmer, and that it was able to turn ¿the juice¿ on/off, and up and down. It was stated that it could not do anything else. The patient had been told about ¿my stim¿ for 4 years and got it would help them get in their ankle and get their one knee so they could walk better. It was stated that they would not put it on. Per the caller, they had seen manufacturer representatives in the past for adjustments. It was reported that the patient had jolts. They wanted stimulation to be better but it was giving them a lot of trouble. The patient had moved states and does not currently have a health care professional (hcp). The caller inquired about getting stimulation so that they had more control. The patient was redirected to their hcp and the process of reprogramming was reviewed. The consumer reported that they wanted to have their implant replaced to have adaptive stimulation and was directed to a hcp to discuss this. This was inconsistent as the consumer also reported that they had issues with therapy. When clarification was attempted, the patient stated that no they were not having any issues and everything was fine. Event dates of the problems and jolts were not able to be obtained during the call. The caller also stated that their device was not MRI compatible. They were supposed to have an unrelated MRI of their brain to ¿see what was going on in there.¿ it was also reported that the patient had an accident and bit their tongue which cause trouble with talking. It was confirmed that this was not related to the system. Hcp listings were provided. The patient clarified that they wanted ¿my stim¿ because they currently had no control over their current implant, could only make it go up and down, and wanted to enable adaptive stimulation. It was reviewed that the patient¿s current implant did not have the capacity to do adaptive stimulation and changing the programmer would not make it possible to have adaptive stimulation programmed. No further complications were reported.